Manufacturer narrative:
(B)(4). Evaluation code conclusion: off-label, unapproved, or contraindicated use (short in length aortic neck less than 10 mm).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. The patient had a small in diameter, short in length, 7mm, and calcified aortic neck. During the final angiogram, a proximal type ia endoleak was discovered. The physician elected to implant 7 aptus endoanchors to try to seal the leak, but was unsuccessful. An endurant ii cuff was then placed to attempt to resolve the endoleak, but was also unsuccessful. The physician will monitor the patient. The physician stated the cause of the event was due to the short and calcified neck. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this event. The patient received an intervention to treat the remaining type ia endoleak. Aptus endo staples were used and the endoleak was resolved.